Event description:
It was reported to philips the device could not boot up while attempting to treat a patient during a life-saving emergency. The clinicians performed CPR on the patient. The patient died. No ECG monitoring strips or case event files were provided to philips for review. This device is end of life / end of support. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the customer has stated they have scrapped this device.

Manufacturer narrative:
Patient outcome code: death. Device is end of life / end of support.